Event description:
The physician attempted a vascular closure using the starclose device after a diagnostic procedure. A "lemon-sized hematoma" was noted at the puncture site. Hemostasis and "mashing out the hematoma" was achieved with manual compression and femstop. It was noted post-procedure the finish arrows on the device body were not lined up as per the instructions for use.

Manufacturer narrative:
The results of visual evaluation and testing on the returned sample indicate this device meets specification. The mfg records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event. The cause of difficulties experienced during this procedure could not be determined based on the available info.